Event description:
This event is reportable based on analysis completed on (B)(4) 2012 which revealed skiving. It was reported a guide wire was advanced to the svc. The introducer, with indwelling dilator, was advanced into the svc over the guide wire. The guide wire was then removed. The stylet was fully inserted inside the needle, outside of the pt, prior to advancing the needle through the dilator. When advancing the cook needle assembly into the introducer, the dilator didn¿t seem large enough to accommodate the cook needle. Another fast-cath guiding introducer (sl2) device was used to complete the procedure using the first cook needle. There were no consequences to the pt. Investigation of the returned device revealed skiving along the inner wall of the dilator.

Manufacturer narrative:
One 8.5f fast-cath sl2 introducer and one 8.5 transseptal dilator were received for eval. Visual inspection revealed clear fluid in the extension tubing. The returned items were received fully engaged and a kink was observed on the dilator. The kink was located .9920 inches proximal from the tip end of the dilator. The inner diameter of the dilator was measured at the tip end and the hub end. The measured dimensions were within specification. A similar .032 inch guide wire was obtained from current inventory and was successfully inserted and advanced through the dilator, no foreign material exited through the tip end of the dilator. The distal 2.0 inches of the dilator were cross-sectioned open, which revealed some skiving occurred along the inner wall of the dilator. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.